Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the tricuspid position, this ring was explanted and replaced due to regurgitation. The physician opted to replace the native valve with a bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that there are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, this ring was explanted and replaced due to regurgitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.